Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 61 mg/dl and it was addressed by the customer eating watermelon. The customer stated that they did not eat as much food for how much insulin was bolused.